Manufacturer narrative:
Investigation is ongoing. Hamilton medical ag complaint number: (B)(4).

Event description:
Hamilton medical ag received the following incident description: "error tf5507, tf5512".

Event description:
Hamilton medical ag received the following incident description: "error tf5507, tf5512".

Manufacturer narrative:
Investigation is ongoing.